Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post filter deployment, patient presented with groin and abdominal pain. CT revealed low lying ivc filter tilted and located just above the ivc bifurcation. Several of the filter's legs appeared to penetrate the ivc wall with some legs bracketing the aorta and another leg penetrating an adjacent vertebral body. Approximately, one month later, CT revealed ivc filter with multiple struts extending outside the lumen, including a main strut directed superiorly, above the hook of the filter, outside the lumen of the ivc. Subsequently, patient was scheduled for filter retrieval. The attempt was unsuccessful because it was difficult to grasp the apex of the filter. Using forceps, it was possible to reposition one of the legs of the filter from its migrated position outside the ivc back into the lumen of the ivc. Eventually, the filter was retrieved successfully. Post filter retrieval, the patient no longer felt the groin and abdominal pain. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt, retrieval difficulties and material deformation. However, the investigation is inconclusive for filter migration and pe post implant. Per medical records, attempt was made to engage the apex of the filter using forceps but was unsuccessful due to filter tilt and perforation of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter migrated, tilted and embedded in the wall of ivc and its struts perforated the vena cava wall , aorta and vertebral body. The device was removed percutaneously. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.